Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. Six hours post procedure, a hematoma was found in the right femoral artery. A pressure dressing was used to achieve hemostasis. The patient was hospitalized overnight for observation. Patient's current condition is stable.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.